Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and mitral annular calcification(mac) for a mitraclip procedure. During the procedure, the clip opened 15 degrees after detachment from the clip delivery system. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.